Manufacturer narrative:
Conclusion the complaint cannot be verified, the material meets product specifications. Result infusion set: no sample was received for examination. The reference samples were visually inspected and tested for flow and leak for lots 647239 and 640512. All test results were within specifications. Cartridge: no sample was received for examination. The free flow and tightness test was performed on the retain sample and could not find any non-conformity. The investigation of the production documents did not show any deviations related to the complaint reason. Pump: as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. Device was not returned.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
On (B)(6) 2013 patient's sister reported the patient was admitted to the hospital due to elevated blood glucose level of 500 mg/dl. Sister stated the incident occurred due to lack of proper usage of disposables by her brother. Sister reported the patient didn't change the infusion sets and cartridges as he should and he reused the same disposable for several days and weeks. Sister stated all of the disposables were rejected from the hospital nurses. No further information is available. Product was replaced and requested return of the alleged infusion device for evaluation.